Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high watt and electrical fault alarms occurred. The driveline and wires were damaged with all six wires exposed near the connector strain relief. The ventricular assist device (vad) was running on a single stator due to the wires touching. A splice repair was performed, and the remaining piece of driveline was taped. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported "electrical fault alarms" and ¿high watt alarms¿ events were confirmed through analysis of controller log files. Analysis of log files revealed one electrical fault logged on (B)(6) 2019 at 13:23:55. The alarm was due to an over current condition resulting in the pump running on a single stator (rear-stator only). On (B)(6) 2019, 16 high watt alarms were logged; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. Visual image provided by the site revealed damage to the insulation on cables of the driveline, thus exposing the wires. A driveline splice procedure was performed to mitigate the reported conditions. Based on the available information regarding the "electrical fault alarms" event, outer sheath damage likely left the driveline cables exposed, thus allowing the wires' insulation to be damaged. Subsequently, when the wires were left exposed, several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.